Event description:
On 2020-aug-19, information was received from an healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported the hcp noted a message in the pump logs that stated, "pump stop period may exceed tube set". The rep stated the patient had an magnetic resonance imaging (MRI) a few days ago. The patient had no symptoms and they were refilling the pump on the date of the call. The rep confirmed that the hcp noted a motor stall recovery message in logs. No symptoms or patient complications reported. Troubleshooting could not be done due to no access to the product.